Manufacturer narrative:
The investigation into the broken yellow luer. The sidearm only was returned for evaluation. Upon visual inspection, the sidearm yellow luer broken was observed. Leaking was observed through the connection of the yellow luer and the tubing during the purge testing. The clinical report found that sodium bicarbonate was running through the purge. The root cause of the leaking was a damaged sidearm yellow luer due to use of sodium bicarbonate in the purge solution. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70 year-old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the yellow luer broke after replacing the purge cassette. A purge bypass was completed. There was no patient harm reported. The patient remained on support. The leak occurred on day 7 and the pump remained on for 22 more days.